Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.